Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. On (B)(6) 2024, the patient reported that they experienced a wearable failure which occurred on an unspecified day after sensor insertion. On (B)(6) 2024, while the patient was on vacation, her wearable failed. She had no other means of monitoring her blood glucose (bg) level. At an unspecified time later that day, the patient began vomiting blood. The patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and a complication of her pre-existing celiac disease. The patient was treated with insulin and intravenous (IV) saline. The patient was discharged two days later. No other patient or event details were available. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.